Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump was frozen and not working properly. The blood glucose was unknown at the time of the incident. Customer stated that when she tried to insert the reservoir the pump is frozen and she has been without the insulin pump and stated that, her pump does not display the time. The device will not be returned for analysis.